Event description:
The pole is not stable when the pumps are attached to the pole. The screw the in pole continues to unscrew while in use. The pole tips over when going in and out of elevators. The pole will not hold multiple pumps at one time as needed.what was the original intended procedure?IV pole.device #1is this a laboratory device or laboratory test?no.